Event description:
The user facility reported that during a robotic assisted procedure, a patient positioned in maximum trendelenburg began slipping off the 4085 surgical table. The patient did not fall to the floor; medical staff secured the patient prior to a fall. The procedure was stopped; the patient was taken out of trendelenburg position. The robotic arms and trocars were removed, the patient was undraped, repositioned, and taped down to the table and stirrups. The patient was then re-draped and the procedure was finished. No injuries were reported. Minor procedural delay due to re-positioning of the patient was reported.

Manufacturer narrative:
The steris account manager articulated the table and found it to be operating within specifications. The account manager interviewed the customer and identified: the customer utilized stirrups that were too large for the patient. The customer utilized non-steris armboards that interfered and detached the velcro that secured the table pad. The customer utilized tape to secure the table and gel pads, causing damage to the polyurethane coverings of the pads over time. The customer placed a sheet between the table pad and the gel pad, reducing friction between the two pads and causing a slipping action between the two. The event is attributed to improper patient positioning. The customer has been advised by steris on proper secure positioning of patients. Steris has also recommended replacement of worn accessories.